Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, occurred during a ladg (laparoscopy-assisted distal gastrectomy). During the first firing for rectum resection, the device could not staple the tissue properly. Some staples fell into the cavity and were retrieved. The case was completed using a new device. No patient injury.